Event description:
This report was received from global pharmacovigilance (gpv) and is a clinical report of an observational study from a physician in (B)(6) of bacterial peritonitis in a subject coincident with nutrineal pd4 unknown therapy for automated peritoneal dialysis (apd). Nutrineal therapy was ongoing. On (B)(6) 2009, the patient experienced cloudy effluent and peritonitis. On (B)(6) 2009, remedial therapy began with vancomycin (ip). On (B)(6) 2009, treatment with vancomycin was stopped. On an unreported date, the patient recovered from the case of cloudy effluent and peritonitis. An opinion of causality for the case of gram positive bacterial peritonitis was not reported. The observational study title performed by baxter was endotoxin-associated sterile peritonitis observational study (e-steps) with a protocol number of (B)(4) and a subject number of (B)(4).

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample is not available. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed.

Manufacturer narrative:
(B)(4). The problem was not confirmed and the cause of the peritonitis was undetermined. No device malfunction or use error was identified.

Manufacturer narrative:
(B)(4). Upon further investigation it was determined that this is a peritonitis event reported with use of nutrineal. The nutrineal lot delivered to the patient has been withdrawn from the market due to complaints of sterile peritonitis. The nutrineal has been identified as the cause of the peritonitis and there is no allegation against the disposable devices. This is not a reportable event and no further follow ups will be sent regarding this event.